Event description:
Customer reported unit will not power on. They have replaced batteries with new supply. No other physical damage was reported. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the battery springs are bent. User added an identification label to the unit and the plastic film over battery diagram is peeling. When batteries were initially installed the unit did not power on. Upon closer inspection, it was discovered that the peeling clear film was blocking proper contact to the spring. Once moved out of the way and batteries were re-installed the unit powered on and passed functional tests. Note: instructions for use state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).